Event description:
Pt got a functional impression in the upper jaw with an individually formed impression tray. According to dentist's info, the pt suffered from a slight retching reflex directly after the tray had been pushed against the roof of the mouth. After that, the pt tried to remove the impression material that had run into the throat by retching and coughing which he did not succeed in. The dentist reported that the pt's health status had not deteriorated. Heraeus kulzer was in continuous contact with the dental office and was informed about the pt's outcome.

Manufacturer narrative:
This report is being submitted as a result of corrective measure to FDA finding.